Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a change battery now alarm. It was also reported that all data was wiped out of insulin pump. Customer's blood glucose was not reported. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with flashing white lcd anomaly with audio alarm due to cracked lcd controller. Unable to performed displacement, rewind seating and basic occlusion due to flashing white lcd display. The insulin pump had cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.